Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n312955, implanted: (B)(6) 2012, product type screening device; product ID 3550-39, lot# n316092, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect and inconsistent stimulation following a movement once in his past. It was stated the patient ¿bumped his device and broke a couple of leads.¿ [omitted information from related pe (B)(4): intermittent stim] it was later reported the lead ¿all moved down several vertebral bodies.¿ the patient planned to have a revision, but had not been scheduled at the time of report. It was stated the patient wasusing the device but the therapy was not that helpful.

Event description:
It was reported the broken leads were ¿bypassed¿ following the reported break. After an indeterminate amount of time had passed, the patient was reported to have ¿bumped his spinal stimulator while getting into his car¿ on the day of initial report. The patient stated it ¿didn¿t feel like it ripped any leads but it was inconsistent stimulation and works for 5 minutes in a certain position and then might not work for an hour.¿ it was clarified the patient got ¿a little stimulation ran normally at 6.4v and felt like it was at 3 or something volts and when he changed position it went right out.¿ additional information stated the patient had ¿fractured leads¿ and a lead ¿break.¿ it was further stated the patient experienced a ¿lack of pain coverage.¿ it was noted that impedance testing found ¿high impedances.¿ it was reported that a revision was planned ¿in the near future¿ and that the devices would be returned to the manufacturer. It was noted the patient did not require hospitalization due to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).